Manufacturer narrative:
The concerto nylon coil has not been returned for evaluation; product analysis cannot be conducted. The device was not returned and procedural images relevant to the issue were not provided; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information.

Event description:
Medtronic received report of concerto nylon non-detachment. The patient was undergoing coiling of an aneurysm. Patient anatomy was described as not tortuous. The procedure was conducted as indicated in the IFU. It was reported that during the procedure, the concerty nylon coil would not detach. The physician removed the coil from the patient and completed the procedure using a new device. There were no reports of patient symptoms or complications in association with this event.

Manufacturer narrative:
The concerto coil was returned for evaluation. The concerto coil was found to be partially within a dispenser track. The instant detacher was not returned for evaluation as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at two separate locations. The concerto implant coil appeared to be damaged and stretched within the introducer sheath. The concerto coil could not be pushed out from within the introducer sheath for further evaluation as it was found to be stuck. During testing, the concerto coil was pulled out from the introducer sheath. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was found to be still attached to the pushwire. An in-house instant detacher was then selected for use in detachment testing. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The instant detacher was then used to successfully detach the concerto coil on the first attempt without difficulty. Based on the concerto coil analysis and on the event description, the report of non-detachment was confirmed. The concerto coil was returned for evaluation with the implant coil still attached. The cause for the failure of the concerto implant coil to detach from the pushwire was due to the intact tack weld replacement (twr) crimps. The intact twr crimps prevented actuation of the detachment mechanism; however, the twr crimps were successfully broken and the concerto implant coil successfully detached from the pushwire on the first attempt with the use of an in-house instant detacher. The cause for the intact twr crimps could not be determined. The cause for the damages to the concerto coil could not be determined. All devices are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): if the coil does not detach after 3 attempt s, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per. If information is provided in the future, a supplemental report will be issued.